Event description:
It was reported that the pt's electrode had migrated and perforated the tympanic membrane. The pt's device was explanted and the pt was reimplanted with another advanced bionics device. Advanced bionics is in the process of gathering more info. Once more info is received a supplemental report will be submitted.